Event description:
It was reported that the field representative contacted boston scientific technical services (ts) because they believed that the biventricular trigger pacing may have induced the patient into a fast ventricular tachycardia (vt). Ts agreed with the assessment, and they also discussed the strong possibility of the long/short intervals from the patient's frequent premature ventricular contractions contributing to the onset of the vt. Ts also noted that the vt did not convert with anti-tachycardia pacing but was later converted with a shock by the device. The device and leads remain in service. No additional adverse patient effects were reported.